Event description:
It was reported that a merlin transmission revealed the pulse generator exhibited inappropriate accelerated pacing, which resulted in patient palpitations. The device was reprogrammed and the patient was in stable condition.

Manufacturer narrative:
(B)(4).